Event description:
It was reported that the patient never experienced adequate pain relief despite trying multiple drugs. As of (B)(6) 2014, the pump was filled with preservative free normal saline. The pump and the entire catheter were explanted. However, there were no alleged product issue of the pump. At the time of the report the patient's status was reported as alive-no injury. The cause of the patient¿s inadequate pain relief, the drugs used in the pump, and the patient¿s outcome remain unknown. Further follow-up was conducted to obtain this information. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type: catheter; product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly. Analysis of catheter serial #(B)(4) revealed a broken catheter body.

Event description:
Additional information received reported the event was attributed to drug ineffectiveness and the drugs were not effective for pain relief. The patient tried ¿hm¿, bupivacaine, and fentanyl without pain relief. The patient recovered without permanent impairment and the explant of the pump was on (B)(6) 2014.

Manufacturer narrative:
(B)(4)